Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that when the non-device dependent patient presented in clinic for routine follow up, device interrogation revealed low pacing impedance on right ventricular lead. Patient was stable and will continue to be monitored.